Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that some of the alarms they did not hear from the insulin pump. Customer¿s blood glucose level was unknown. Customer reported that the insulin was squirting out during priming. Insulin pump was rejecting new battery and battery life diminished. The insulin pump will not be returned for analysis.